Event description:
It was reported that balloon rupture occurred. The target lesion ws located in the mildly calcified left anterior descending artery. The 8mm x 4.50mm nc quantum apex balloon catheter was selected to dilate the lesion. The balloon ruptured at 10 atm during an unspecified inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. There was contrast in the inflation lumen and balloon. The inner shaft within the balloon was flattened. Magnified inspection revealed a 5mm longitudinal tear in the balloon wall on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion ws located in the mildly calcified left anterior descending artery. The 8mm x 4.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. The balloon ruptured at 10 atm during an unspecified inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).